Event description:
It was reported to philips that the system was unable to boot. The device was in use at the time of reported event. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned neurovascular procedure. The procedure was completed by restarting the system with less than 20 min of delay. It was reported to philips that the system was unable to boot up. Review of the logfile shows multiple unexpected restarts of the system. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found one of the circuit breakers on the room electrical panel tripped off which cut the electrical power to the system and prevented it from booting up. Fse also found that the problem is with the external third-party ups. No service has been performed by philips. To date, no further information was received. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, allowing the customer to successfully complete it as planned after a restart with less than 20 minutes delay. The procedure was finalized with a minimum delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.